Manufacturer narrative:
Trackwise #(B)(4). Updated sections: b4, d9, g3, g6, h2, h11, h12 corrected section: h6 problm code changed to 1384; h6 - health effect ¿ clinical code - from "4580" to "4582".

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d4 (UDI#). The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device met all product specifications upon leaving the factory. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously. Analysis of production: (3331/213 & 67) the DHR of the reported lot: 3000378703 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. Historical data analysis: (4109/213 & 67) complaint historical data has also been reviewed, the failure of¿ knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. Trend analysis: (4110/213 & 67) in the last 12 months, the occurrence rate is found to be (B)(4) which is under anticipated occurrence rate. There is no same issue reported for this lot#: 3000378703. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/114 & 61) the device was returned to the factory for evaluation on 07/25/2024. A visual inspection was conducted. There were no visual defects observed on the device. A mechanical evaluation was conducted. It¿s observed the knob rotate stuck, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. The device was furtherly disassembled for inspection. The acme nut lead-in thread was found broken, DHR review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had been performed 100% visual inspection and mechanical function test during production.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, acrobat-I stabilizer z rotating knob could not be tightened. A new device was used to complete the procedure. There was no procedural delay.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,g3,g6,h2,h6,h10,h11. Corrected sections: a2, a4, h6- problem code changed to 3009.

Event description:
The hospital reported that during a coronary bypass procedure, acrobat-I stabilizer z rotating knob could not be tightened. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.